Event description:
In 2009, company representative reported pt's blood glucose was 600 mg/dl. Representative stated pt was having difficulty calculating his boluses correctly and this has impacted his blood glucose in the past several days. Pt reported that his infusion site came out and that he works in a very hot environment. Advised pt to recheck his blood glucose in 2 hours and to call if not decreased. Reviewed the use of IV prep. Pt demonstrated use of his pda for bolus calculation and tests his blood glucose 10 times per day. Pt reported that his blood glucose was down to 448 mg/dl. Pt examined his site and it had not fallen out. On callback the following month, pt reported his reading was 137 mg/dl. Pt's normal blood glucose range is 80-140 mg/dl. Pt reported that he kept estimating his bolus amounts and bolusing for the readings. He reported he must not have been estimating it correctly because his readings were so high. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.